Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the insulin gauge was intermittently inaccurate. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.